Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device evaluation could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.